Manufacturer narrative:
Initial reporter state: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to place the stent in the ureter, it was noticed that the bladder coil was bent. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation that a polaris ultra ureteral stent was used during a ureteroscopy procedure in the right ureter, performed on (B)(6) 2020. According to the complainant, during the procedure, when the physician attempted to place the stent in the ureter, it was noticed that the bladder coil was bent. Another polaris ultra stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Block e1: initial reporter state: sl. Block h6: device code 2976 captures the reportable event of stent material deformation inside the patient. Block h10: the returned polaris ultra ureteral stent was analyzed, and a visual evaluation noted that there were rag marks at the pigtail section. The device was inspected under a microscope and rag marks were observed at the bladder pigtail section aligned with the suture string location. A functional evaluation noted that a mandrel 0.035" were inserted through the catheter and no resistance was felt and no kinks were identified. No other issues with the device were noted. The reported event was not confirmed. The analysis of the returned device revealed that no kinks were identified and rag marks were observed at the bladder pigtail section. According to the product analysis, the catheter was returned without the suture string and this is evidence that the device was manipulated; therefore, it is the most likely that the pigtail marks were generated due to the manipulation of the suture string or due to the interaction with other devices during the procedure. During product analysis the device was tested and a mandrel 0.035" was inserted through the catheter and no resistance was felt and under a microscope inspection, rag marks were observed at the bladder pigtail section align with the suture string location. Review and analysis of all available information indicated that the root cause is adverse event related to procedure. A complaint with a cause of adverse event related to procedure indicates that the adverse event occurred during the procedure and the device had no influence on the event. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.